Event description:
It was reported that a patient experienced a pericardial effusion during a concomitant pulmonary vein isolation and left atrial appendage closure procedure, a farawave catheter was selected for use. Pericardial effusion noted after the physician started ablating the left superior, although a recross happened when the physician lost access to the left atrium after mapping of left atrium (la) with hd grid mapping catheter. The physician recrossed the septum with a mapping catheter, and then inserted the farawave catheter through the faradrive sheath. The physician had trouble maneuvering the farawave and faradrive to the left inferior vein. Prior to the first application of pulsed field ablation (pfa), the patient went into accelerated rhythm, atrial fibrillation, flutter rapid ventricular response (rvr) at 144 beats per minute (bpm) and decompensated pretty quickly with a roughly 50/30 blood pressure. The patient was cardioverted and regained cardiac function. Eight applications of pfa were performed on the left superior pulmonary vein (lspv) before the pericardial effusion was seen on the posterior rv. Procedure was not completed due to effusion. The patient was stable when the rep left the room. No further patient updates were noted. The device is not expected to return as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: impact codes - updated investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to advance. Based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion, hypotension, atrial fibrillation, atrial flutter, and tachycardia are a known inherent risk of use of this device. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of difficult to advance, pericardial effusion, hypotension, atrial fibrillation, atrial flutter, and tachycardia are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported difficult to advance. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. Based on the information provided, the reported event of pericardial effusion, hypotension, atrial fibrillation, atrial flutter, and tachycardia are a known inherent risk of the farawave device. Atrial fibrillation, atrial flutter and tachycardia are considered within the risk threshold of arrhythmia within the IFU for the farawave. Arrhythmia (new or exacerbated) is an expected procedural complication addressed within the IFU for the farawave catheter. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. It seems like the hypotension was a response for the cardiac trauma. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced a pericardial effusion. During a concomitant pulmonary vein isolation and left atrial appendage closure procedure, a farawave catheter was selected for use. Pericardial effusion noted after the physician started ablating the left superior, although a recross happened when the physician lost access to the left atrium after mapping of left atrium (la) with hd grid mapping catheter. The physician recrossed the septum with a mapping catheter, and then inserted the farawave catheter through the faradrive sheath. The physician had trouble maneuvering the farawave and faradrive to the left inferior vein. Prior to the first application of pulsed field ablation (pfa), the patient went into accelerated rhythm, atrial fibrillation, flutter rapid ventricular response (rvr) at 144 beats per minute (bpm) and decompensated pretty quickly with a roughly 50/30 blood pressure. The patient was cardioverted and regained cardiac function. Eight applications of pfa were performed on the left superior pulmonary vein (lspv) before the pericardial effusion was seen on the posterior rv. Procedure was not completed due to effusion. The patient was stable when the rep left the room. No further patient updates were noted. The device is not expected to return as it was disposed.